Event description:
An alarm issue was reported with the adc device freestyle librelink in use with samsung galaxy s10 phone with android operating system version 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose. As a result, the customer experienced loss of consciousness and seizure and was unable to self-treat. The customer received third-party administration of glucagon injection (dose not specified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer reported signal loss notifications. Product quality engineering attempted to replicate the reported issue, per (B)(4), using similar configurations. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device freestyle librelink in use with samsung galaxy s10 phone with android operating system version 12; app version 2.10.1.10406. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose. As a result, the customer experienced loss ofconsciousness and seizure and was unable to self-treat. The customer received third-party administration of glucagon injection (dose not specified) for treatment. There was no report of death or permanent impairment associated with this event.